Event description:
Hemodialysis catheter was placed (B)(4) 2012 and replaced on (B)(4) 2012 because the cuff was exposed.

Manufacturer narrative:
The device has not been returned to the MFR for eval. A lot history review (lhr) of rewd0118 showed one other similar product complaint's from this lot number. ((B)(4)).